Event description:
Smartez pump (se0100-100, lot #) containing acyclovir 650 mg in 0.9% sodium chloride 100 ml. Patient tried to hook up to the device twice for a total of 1 to 1.5 hours, and the device never infused.